Manufacturer narrative:
Follow-up # 1 (07/11/2013)-device evaluation: the analysis of the subject meter was completed on 07/09/2013 by lifescan product analysis. The reported complaint could not be reproduced in the laboratory. The device met all specifications for testing and no issues were observed during investigation. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) (B)(4) alleging that her onetouch verioiq meter was reading inaccurately high when compared against the hospital¿s device. The following complaint was classified based on information obtained from the customer service representative (csr). The alleged issue reportedly first occurred at 1:30 pm (while the patient was in the hospital); date unknown. The patient reportedly obtained blood glucose readings of ¿17 mmol/l¿ with the subject meter and ¿10 mmol/l¿ with the hospital¿s meter, performed within 30 minutes of each other. According to the csr¿s documentation at the same time after the alleged issue occurred, the patient was then advised by her nurse to increase her humulin n3 insulin regimen from 55 units to 60 units. The patient denied developing any symptoms as a result of the alleged issue. During troubleshooting, the csr confirmed the patient was using the proper testing technique, the subject meter was set to the correct unit of measure setting, and the blood glucose results were from the approved (per owner¿s booklet) sample site. The patient did not have control solution available. Replacement products were sent to the patient. The test strips involved with this complaint have been returned on (B)(4) 2013 and evaluated by product analysis on (B)(4) 2013 with the following findings: the test strips passed testing with no faults found. Lifescan (lfs) has requested the return of the meter for evaluation. If the meter is returned lfs will evaluate it and inform FDA of those findings in a supplemental report. Based on the information provided, the patient did not suffer signs or symptoms indicative of a serious injury. This complaint is being reported because the alleged product issue was not resolved during troubleshooting.